Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4).

Event description:
Hamilton medical ag received the following incident description: o2 does not stabilize at 21%. O2 cell replaced and recalibrated, but still not able to resolve o2 issues.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: o2 does not stabilize at 21%. O2 cell replaced and recalibrated, but still not able to resolve o2 issues.